Event description:
It was reported, that a male underwent a revision surgery due to the nail fracturing 7 month post op.

Manufacturer narrative:
Add'l info has been requested and if received will be submitted on a supplemental report.